Manufacturer narrative:
A ge service representative performed an onsite investigation. An undisclosed part was identified as requiring replacement and ordered. However, no conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported the fluoroscopic image was unable to be viewed. No patient death or serious injury was reported related to this event.